Event description:
As reported: "before inserting the nail, the g4 intermediate device was attached to the main targeting device, and when checking to see if the drill tip would pass through the nail correctly, it was discovered that the drill would interfere with the nail. There was no alternative device. With the device lock loosened, the doctor performed the drilling and screw insertion, and the operation was completed."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.